Event description:
It was reported that a spectrum pump displayed sys error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and eval the device. The device was found out of spec in relation to the reported sys error 105 which was observed during power up but not reproduced sys error 105 was confirmed and caused by a failed motor flex. The failed motor flex assembly was replaced.